Event description:
Report received of no audible alarm tones. The customer contact reported that during his rounds, a nurse stated the device did not have any audible alarm tones on the low volume setting. No further information was provided. During testing, the device did not audibly alarm on the low volume setting. There were no reported adverse patient events while the device was in clinical service. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.